Manufacturer narrative:
As reported, after the use of a 5f mynx control vascular closure device (vcd), the patient came back with pseudoaneurysm. The pseudoaneurysm was treated under ultrasound with a thrombin injection. The pseudoaneurysm was noted over the weekend as the patient noticed a ball and bleeding from the site and then went back the following monday. The device was used in an interventional procedure. There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The sealant was deployed on top of the femoral artery, not above the access site nor partially out of the skin. The sealant did not seem to stick to the device. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed and the balloon was fully deflated. Button #2 was fully depressed. A 5f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick was the femoral artery. There was no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. There were no anticoagulants, antiplatelets or any thrombolytics used. The patient's platelet count was within normal range. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) nor was the puncture site below the bifurcation (low stick). There was no posterior wall puncture. The procedure used a retrograde approach. The device was stored and prepped according to instructions for use (IFU). The user was trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was not saved. A pseudoaneurysm/bleeding event is a common procedural complication and is listed in the product¿s instructions for uses (IFU) as such. A pseudoaneurysm is a type of pulsating "bubble" on the artery due to a penetrating injury. As blood slowly oozes into the adipose tissue from a puncture hole that doesn¿t heal, the hematoma solidifies into a jelly-like consistency (which is clotted blood), and there can be persistent flow of blood from the artery into the hematoma cavity. This pouch or sac coming off the artery looks like an aneurysm. It is called a ¿pseudoaneurysm,¿ or ¿false aneurysm¿ because the lining of this sac is not made up of the normal layers of the artery wall but is rather just a fibrous lining that forms around the hematoma. Like any aneurysm, a pseudoaneurysm can rupture and cause bleeding, which can require prolonged manual compression, blood transfusion, or surgical intervention. There are several risk factors associated with bleeding complications, such as advanced age, high or low body mass index (bmi), comorbidities, vessels that are small in size, vessels scarred from previous surgeries, and vessels with presence of calcium/pad (peripheral artery disease) that may cause the patient to be at a higher risk. Additionally, procedural-related factors include procedure type (interventional), puncture site (high sticks, low sticks, backwall sticks, side sticks and multiple sticks), anticoagulation therapy, gpiib/iiia therapy, and antithrombotic therapy. These events can develop due to any type of penetrating injury to the artery, including the initial puncture, insertion of the sheath introducer, or even the vascular closure device. Based on the limited information provided of the event, patient factors, vessel factors, and procedural factors possibly contributed to the pseudoaneurysm reported. Without the return of the device for analysis or procedural films, the reported customer complaint could not be confirmed, and no determination of possible product contributing factors could be made. Although not intended as a mitigation of risk, the information for safety within the IFU and patient brochure is provided in the product¿s labeling with the intent to make the user and patient aware of the risks. According to the mynx control IFU, ¿while maintaining fingertip compression on the skin, remove the device from the patient. Continue to apply fingertip compression for up to 1 minute or as needed. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ according to the patient brochure, ¿please contact your doctor immediately if you experience any of the following: persistent pain, tenderness, tingling or swelling at the puncture site or leg. Bleeding, oozing or drainage at the puncture site. Increasing redness, warmth, bruising or swelling at the puncture site. Non-healing wound. Any other unusual symptoms.¿ based on the information available for review, there is no indication that the reported event could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, after the use of a 5f mynx control vascular closure device (vcd), the patient came back with pseudoaneurysm. The pseudoaneurysm was treated under ultrasound with a thrombin injection. The pseudoaneurysm was noted over the weekend as the patient noticed a ball and bleeding from the site and then went back the following monday. The device was used in an interventional procedure. There was no damage noted to the button. The tension indicator was aligned with the markers on the handle halves before attempting to deploy. There were no kinks in the sheath or device after removal. The sealant was deployed on top of the femoral artery, not above the access site nor partially out of the skin. The sealant did not seem to stick to the device. The device storage temperature did not exceed 25 °c. Button #1 was fully depressed and the balloon was fully deflated. Button #2 was fully depressed. A 5f cordis brite tip sheath was used. The femoral artery¿s suitability was verified on angiography including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The stick was the femoral artery. There was no presence of pvd / calcium in the vicinity of the puncture site. There were no anticoagulants, antiplatelets or any thrombolytics used. The patient's platelet count was within normal range. The target femoral site was not previously closed with any closure prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to mynx vcd use. There were no multiple sheath exchanges. There were no multiple stick attempts made before intravascular access was achieved. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea) (high stick) nor was the puncture site below the bifurcation (low stick). There was no posterior wall puncture. The procedure used a retrograde approach. T he device was stored and prepped according to instructions for use (IFU). The user is trained to the device. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was not saved.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.